Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor failed per specifications. Unable to confirm insertion/needle complaint due to customer return sensors no needles. Unable to performed or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 95 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer also reported that the site had irritation. The sensor will be returned for analysis.